Event description:
It was reported that a malfunction with the pump occurred, displaying malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer has experienced this issue multiple times but contacted technical support for the first time. Technical support coordinated a replacement pump and guided the customer on storing the defective pump and returning it within ten days using a pre-paid label. The customer understood and acknowledged these instructions and will use multiple daily injections as backup therapy to maintain insulin delivery.